Manufacturer narrative:
Int. Ref. (B)(4). The digitaldiagnost dual detector is a direct digital radiography system with flat detector technology based on modular components to allow for customization for all radiographic applications and workload requirements. For anatomies that are larger than the detector size, it is possible to make a series of exposures covering the whole anatomy (for example full spine or full legs). These individual images can be "stitched" together via the software program. For proper patient positioning and support, the patient can be placed on the so called stitching patient support or patient support for stitching, a platform with two handles that the patient can hold on to during the examination. For the ease of use during transportation, the patient support for stitching has wheels and a folding footboard. The footboard is connected to the frame via two hinges and a brake cylinder. It has to be folded up and fixed by a hook for transportation, e.g. From one room to another. The brake cylinder has the task to ensure that the footboard lowers itself slowly (within 5-7 seconds) when the hook is released, to prevent the footplate from falling on the foot of a person. If the operator steps on the footboard while it is still moving down, the mounting of the brake cylinder can break and the footboard falls down immediately. In a worst case, it may hit the foot of a person and break a bone. The philips healthcare field service engineer (fse) has investigated at site and confirmed reported problem. The cause was not identified. However the CAPA and fco investigation concluded that breaking of the cylinder can only result if a person stepped onto the footplate to force the down movement before it was fully released on the floor. The fse has replaced the patient support for stitching. System works as specified again. A CAPA investigation was conducted with the result of acceptable risk per benefit risk determination. This issue is further monitored and trended.

Manufacturer narrative:
Int. Ref. (B)(4). The investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.

Event description:
The customer complained that the brake cylinder broke out of the frame of the patient support for stitching. The brake cylinder prevents the footboard of the patient support for stitching from falling down unexpected. There was no person injured.